Event description:
Three simon nitinol filters, used on the same pt, in the femoral approach, got stuck at the distal end of the catheter between both marker bands. The physician could not unsheath the filters. The physician successfully placed a greenfield filter.